Event description:
The user facility reported that a portion of the outer layer of the guidewire had "accordioned" during a procedure. Information received included the following: the physician stated that after passing the wire up and over the iliac arch down into the contra-lateral lower extremity, the wire coating "accordioned" and he could not "pass the catheter over it;" this guidewire was removed and a second glidewire was used to successfully complete the procedure; and there was no impact to the patient.

Manufacturer narrative:
Results: based upon evaluation of user facility information and pictures of the involved sample. Based upon evaluation of reserve sample. Conclusions: based upon evaluation of user facility information and pictures of the involved sample. Based upon evaluation of reserve sample. The involved device is in transit to the manufacturing facility for evaluation. However, photographs of the device have been examined. Visual inspection of the photographs of the involved device confirmed that there was damage to the polyurethane coating. A portion of the coating was partially sheared and rolled back on itself. No other significant information could be obtained from the examination of the pictures. Evaluation of a reserve sample from the reported lot confirmed there were no defects or abnormalities. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. The event description and photographs of the device are consistent with damage to the guidewire coating due to manipulation against a hard, sharp surface during the procedure. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by stating that inappropriate manipulation of the glidewire under certain conditions "may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or device concurrently with glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. A supplemental report will be submitted after the involved sample is received and evaluated at the manufacturing facility. (B)(4).